Event description:
It was reported that during equipment testing conducted by a field service technician at the user facility the device was able to be activated while in safe mode, a condition in which the device could be unintendedly activated. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.